Event description:
Inbound. (B)(6) reports cadd ms pump alarming low volume when 1ml left in cartridge, patient uses cadd ms3 generic cartridges, lot number and expiration date not available reports 3ml cartridge stiff when attempting to draw up medication. No further details provided. (B)(6) llc.